Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that clips were not loading automatically. One clip would fire, then another would not come down into the jaws. A clip applier that was packaged separately was pulled and used satisfactorily. There was no pt consequence and extended operating room time.